Event description:
Patient had #16 jelco started in surgery. It was located in anticubital area. When nurse in telemetry was attempting to remove jelco, no resistance was met, but the bottom part of the lumen remained under the patient's skin & looked as though it had been pinched in half. Physician was immediately notified & came to remove the remaining pieces which required 2 or 3 cuts to retrieve the entire jelco.